Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11 (investigation results): the returned spyscope ds ii was analyzed and an image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen in the plastic optic fibers (pof); visual assessment showed no problems with the camera wires in the glue feature. A leak test was conducted to determine if a leak path into the optics lumen was present based on the reported loss of visualization. Capacitance readings were recorded using an lcr meter. A drop in pressure and a change in capacitance was observed. Fluid was also seen leaving the breakout and image was disrupted. Pink and green lines displayed on the screen followed by the initialization screen and loss of image. The external shaft of the distal end was wrapped in polytetrafluoroethylene (ptfe) tape, and a leak test was conducted again, and fluid was still seen exiting the breakout region. The presence of an internal leak was confirmed. Visual inspection of the pebax showed the presence of a tear. A borescope was used to observe the inside of the optics lumen for any damage. Visual inspection of inside the optics lumen noted no problems with the pebax and the mle coupler. The optics lumen was sealed using a glue cap and a leak test was conducted again. A leak was still observed. The reported complaint of loss of visualization was confirmed. During product analysis, a leak test confirmed the presence of a leak in the form of a drop in pressure fluid was also seen leaving the breakout. Image was lost once fluid reached the breakout inside the handle indicating backflow up into the optics lumen. Sealing the entrance of the optics lumen located at the distal tip with glue did not stop the leak. Based on analysis findings, the most probable location of the leak is unspecified. Based on all gathered information, the probable cause selected for the visualization issue is cause traced to component failure, which indicates that the failure is a random or expected failure of the device component, in this case the internal couplers. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06795 for the spyscope ds ii access & delivery catheter and 3005099803-2025-00011 for the spy ds controller. It was reported to boston scientific corporation that a spyscope dsii and spy ds controller were used during an cholangioscopy with spyglass procedure in the common bile duct for diagnostic cholangioscopy on (B)(6) 2024. It was reported that after some minutes of the exploration in the bile duct, they experienced loss of visualization. The doctor unplugged the scope and plugged it again, it worked for a moment, and it ended up malfunctioning again. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during an cholangioscopy with spyglass procedure in the common bile duct for diagnostic cholangioscopy on (B)(6) 2024. It was reported that after some minutes of the exploration in the bile duct, they experienced loss of visualization. The doctor unplugged the scope and plugged it again, it worked for a moment, and it ended up malfunctioning again. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.